Event description:
It was reported that at startup the ventilator displayed the logo stating screen twice and then stayed blank while the characteristic startup beep were sounding. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that when turning on the device, it shows blue maquet screen twice and then stays black. The characteristic start-up sounds were heard. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the dc/dc & battery control printed circuit board (pcb) was identified as faulty. Further information provided on 4th march, 2022 revealed that the issue was solved by replacing panel pcb. Moreover, o2 cell should be replaced soon as remaining o2 cell capacity is 35%. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. The panel pcb contains drivers for touch and display, loudspeaker, microphone and microcontroller. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 08/30/2017 corrected manufacture date: 08/29/2017.

Event description:
Manufacturer's ref. #: (B)(4).